Event description:
It was reported that a patient presented with under-sensing noted on the patient's pacemaker. Corrective programming changes were recommended. No adverse patient consequences were reported.